Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator generated an error code which rendered it inoperable. The patient was transferred to an alternate ventilator and there was no harm or injury to the patient reported. The customer inspected the ventilator and ran testing on the test lung for over five days with no issues. The ventilator was reported to have passed testing and has been returned to service.